Event description:
It was reported that noise was observed on the atrial lead in addition to low impedance. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 2.5 to 3.0 cm from the lead tip which exposed the outer coil. This damage likely contributed to the reported anomalies. An insulation abrasion at 5.7 cm from the lead tip.